Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/23/2015 with the following findings: there was no evidence of moisture observed from the outside of the pump. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture was found inside the pump. The returned cartridge cap was found to be intact; no damage was observed. The returned cartridge cap was able to be fully secured to the pump. The complaint that the cartridge cap was loose and that there was moisture/corrosion inside the pump was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. The reporter alleged that the cartridge cap was loose. It was noted that there was moisture/corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.